Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 55 mg/dl and symptoms suggestive of hypoglycemia of unsteadiness when standing or walking, confusion and severe dizziness. The patient was reported to have been hospitalized at (B)(6) hospital under the care of a health care provider who provided treatment above and beyond the usual routine of diabetes care and management. Troubleshooting of the event by animas customer support revealed the patient's low blood glucose was due to the patient having bolused with insulin without eating. The pump is being replaced to the patient at the insistence of the health care provider associated with the allegation of an inaccurate delivery issue. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to bolusing insulin without consuming food/drink.

Manufacturer narrative:
Follow up #1 submitted: 09/16/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 08/23/2016 with the following findings. Review of the black box data and download history did not reveal any records outside of normal usage. On examination, the pump was intact and without damage. On investigation, the pump powered on normally. Rewind, load a prime steps were completed successfully. The pump was exercised for 24 hours without any errors, alarms or warnings. At the conclusion of the exercise period, delivered insulin amounts matched the programmed rates. Investigation did not confirm nor duplicate any inaccurate delivery issue with this device. The pump was determined to be operating as intended without malfunction. (B)(4).